Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a micro-dislodgement and elevated pacing threshold measurements. The threshold measurements went from less than 1 volt to 3.5 volts at 2.0 milliseconds. It was noted that the patient is not pacer dependant. The lead was successfully replaced with no adverse patient effects.

Event description:
--